Event description:
It was reported from (B)(6) that during an orthopaedic surgical procedure the compact air drive device "stopped running". There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacture facility and date of manufacture were not available. Device evaluation: the actual device was returned for evaluation.  Reliability engineering evaluated the device.  A visual and functional assessment revealed that the device did not function at all. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be worn out mechanical components inside the device from normal use over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.